Event description:
Event: retroperitoneal cut down performed to remove the jacket guard. Event narrative: the jacket guard became stuck in the graft limb. The jacket guard was unable to be removed using the recommended "IFU" trouble shooting technique due to the patient's small anatomy. A retroperitoneal cut down was made to remove the jacket guard.